Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: dates: past week, inratio inr: 1.5-1.7. Dates: (B)(6) 2012, inratio inr: 1.7, ER inr: >10.

Manufacturer narrative:
Investigation pending.